Manufacturer narrative:
The complaint of no flow/can't prime/difficult to prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
A medsun medwatch mandatory and voluntary report with MDR report # mw5169538 was received on 5-may-2025, which stated: during treatment it kept getting a high arterial pressure reading and tego cap had the clear middle area hanging down out of the cap. The initial reporter remained confidential. The event occurred on an unspecified date. The suspected medical device was a tego¿ connector. There was no report of any human harm.